Event description:
It was reported via repair work order that the unit was raising on its own due to an alleged button short. The stryker technician could not duplicate the event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.